Event description:
The initial reporter received a questionable elecsys troponin t hs result for one patient sample with a cobas e 801 analytical unit. The initial result at 8:30 p.m. Was 56.7 pg/ml. This result was reported outside of the laboratory and the physician requested a repeat with a new sample. The new sample result at 11:00 p.m. Was 10.8 pg/ml. On (B)(6) 2022, the initial sample was repeated at 1:30 a.m. With a result of 9.8 pg/ml. The reagent lot number was 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent or instrument issue. The system's alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.